Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support performed a system check and determined that the pump functioned as intended.